Manufacturer narrative:
Complaint is not confirmed. Performed investigation returned meter. Frozen display was not observed. Meter is showing signs of memory overwrite. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment.